Event description:
Customer reported receiving erratic readings on their precision xtra meter. Customer reported receiving readings of 22 mg/dl, 32 mg/dl and 202 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. In addition, the customer reported experiencing a headache and he self treated with orange juice. There was no report of death, serious injury or third party medical intervention.

Manufacturer narrative:
(B)(4). The complaint was not confirmed and no new issues or errors were observed, all results were within the range specs during control solution testing. The meter was returned and according to the memory log, all the readings reported were found.